Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result (troponin=0.18 vs. Expected <0.12 ng/ml) from a patient sample processed on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The customer repeated the affected samples prior to reporting. It is assumed that the customer¿s policy is to confirm tropi es results above a laboratory defined limit. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a patient sample while using the vitros 5600 integrated system. The investigation could not determine a definitive cause. The investigation could not determine whether the sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is unknown. However, a reagent related issue, pre-analytical sample processing issue or an instrument related issue cannot be ruled out as potential contributing factors.